Manufacturer narrative:
The reported events of no magnet response and no output were confirmed, but the reported event of premature discharge of battery was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal level. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient arrived at the emergency room experiencing dizziness and lightheadedness. Upon review, the pacemaker was unable to interrogate. 2 programmers were attempted, and a pacemaker magnet however was still unsuccessful. It was then determined the must have exhibited premature battery depletion and was no longer functioning. The device was explanted and replaced. The patient was in stable condition.